Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to install the cartridge. In addition, it was reported that there were chips near the cartridge loading area. There was no reported impact to the customer';s blood glucose level. Customer declined to troubleshoot with tandem technical support.